Event description:
It was reported the screw tap was bent while the screw was sent to the hole and the glenoid superior part was scraped. The screw was removed from the patient and a second hole prepared. The operation was completed successfully with the new screw.

Manufacturer narrative:
One 72200774 bioraptor 2.9mm suture anchor w one ultrabraid device returned. The anchor with inner threaded plug was not returned. The device does not show any sign of bent outer or inner distal shaft or prongs. General surgical site preparation was listed. Bone quality was indicated. Drill size was appropriate. It was commented that the tap was bent upon initial bore attempt. This description is consistent with off axis insertion for the initial attempt. The IFU cautions: ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site.¿ the initial hole and subsequent drilling resulted with a successful second device anchoring. No root cause associated with the manufacture of this device could be supported. No further investigation warranted.